Event description:
Litigation papers allege the patient suffered pain, soreness, and discomfort, inability to lead a normal life, with decreased range of hip motion, difficulty walking, standing and sleeping, and difficulty rising from a chair or a bed; metallosis, grossly loose acetabular and femoral components and was injured by excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.